Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing. This is two of two manufacturer reports being submitted for this case. This report represents the esheath used during the case. Please reference related manufacturer report no: 2015691-2018-01792.

Event description:
As reported by our affiliates in (B)(6), during implant of a 29mm sapien 3 valve inside a pre-existing mosaic surgical valve in the tricuspid position via right femoral venous access, there was some difficulty crossing the pre-existing surgical valve with the sapien valve and delivery system due to the angles involved. During balloon inflation it was noted the valve alignment onto the balloon was never performed. Inflation was stopped, the distal (outflow) end of the valve was partially inflated. The balloon was pulled negative and valve alignment was performed with difficulty. A second balloon inflation was attempted, however, the balloon had ruptured. The valve and delivery system were retrieved into the distal end of the sheath without too much issue, however, they were all removed from the vein via surgical cut-down to avoid a vascular injury. The procedure was aborted. At the time of the report the patient was stable and recovering in the hospital. Review of a photograph of the esheath showed liner delamination.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Photographs of the devices post procedure were provided. Review of the photographs show the valve still crimped onto the inflation balloon, with the distal end of the valve partially expanded. The esheath liner has bunching near the distal tip of the esheath. The delivery system was still inserted through the sheath. The complaint for sheath distal tip ¿ liner delamination was unable to be confirmed. The image of the sheath shows bunching of the liner on the distal end of the sheath, but liner delamination cannot conclusively be identified. Per the report, inflation was stopped early on in the procedure, at which point the distal portion of the valve had been partially inflated. Attempted removal of the partially inflated valve is likely what contributed to the reported liner delamination. Per the training material, the thv can be retrieved through the sheath only before deployment, while the valve is still fully crimped. If the thv is expanded (or partially expanded), difficulty may be encountered during removal through the sheath. It is not known how much of the delivery system was able to be withdrawn into the sheath during the complaint case before resistance was met. However, per the photograph, the distal portion of the valve was partially expanded and the distal portion of the inflation balloon was bunched during removal. The delivery system in this configuration was likely difficult to remove from the sheath, so additional manipulation was applied in order to remove it. Because the profile of the valve/balloon was larger than normal, this additional manipulation at the distal end of the sheath likely contributed to the reported liner delamination. Available information therefore suggests that procedural factors contributed to the complaint event. During manufacturing, the esheath shaft component was 100% inspected during assembly for: wrinkles, scratches, kinks, bends, surface defects, protruding, missing material, dents or cuts, cross linking of hdpe across liner, witness lines with exposed ptfe liner, holes or tears on the strain relief, remnant lines, seam separation, and stress line. The device is visually inspect for flash and excess material. During manufacturing, the tip was 100% inspected: the soft tip ID was dimensionally inspected, the tip was inspected to ensure there were no ID scratches in the liner expansion pathway, and the tip was also inspected for tears. During final inspection, the device underwent 100% inspection by both manufacturing and quality included the following: dimensional verification of critical dimensions, including shaft od, tip ID, tip length, and coating length. Visual inspection for: delamination, seam separation, wrinkles, kinks, bends, mechanical damage, circumferential oriented surface defects, witness lines, stress lines in the liner, crosslinking of hdpe across liner, and remnant lines. Visual inspection of the tip interface using minimum 3x magnification. Visual inspection for flash and excess material using minimum 10x magnification. Visual inspection of the tip under 8-20x magnification for presence of scoring and proper scoring on the od and ID. After sterilization, the sheath seam was visually inspected on sample devices during product verification testing. The devices also underwent pre- and post-expansion testing seam verification, which included inspection for damage caused during expansion, liner tears, and fragments that have detached from the tip. The inspections described above support that it is unlikely that a manufacturing nonconformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to the unavailability of the device, the complaint for sheath distal tip ¿ liner delamination was unable to be confirmed. No manufacturing nonconformances were identified during the investigation, and a review of the manufacturing mitigations, device history record (DHR), lot history, and complaint history revealed no indication that a manufacturing nonconformance contributed to the complaint event. Available information suggests that procedural factors may have contributed to the complaint event. A review of the IFU and training materials revealed no deficiencies. Since no labeling or IFU inadequacies have been identified and the occurrence rate does not exceed the control limit, no corrective or preventative action is required.